Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw and a set screw with a rounded socket.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a suspected setscrew issue during the implant procedure and was explanted and replaced approximately two weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.